Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Post implant, there is a recording showing a couple events of what appear to be noise on farfield and rv channel. Advised full evaluation to see if noise could be replicated. Currently all values are same as at implant of lead. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.